Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, display window and reservoir tube lip. The insulin pump received with broken battery tube threads. The insulin pump was received with minor scratched lcd window.(B)(4)

Event description:
The mother reported via phone call that they received a button error alarm. The mother stated the customer was attempting to bolus when the buttons become unresponsive. The customer's blood glucose was 119 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.